Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the emergency room due to congestive heart failure. It was noted that the right ventricular lead failed to sense and had intermittent pacing. Lead was replaced.